Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer dropped her pump and that it broke into several pieces and that the buttons will not function anymore. At the time of the incident, the customer¿s blood glucose was 109 mg/dl. She stated that there were cracks in several areas. She was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit had unresponsive escape and act buttons due to unlocked lcd keypad connector. Unit had minor scratched lcd window, broken battery tube threads, broken reservoir tube lip, missing o-ring (reservoir tube) , broken off end cap and missing end cap sticker.